Manufacturer narrative:
The device was not returned for investigation. As the necessary clinical information was not provided, the root cause of the thrombus could not be determined. During the product history review, the pump passed all post sterile inspection checks. Instructions for use for the related event are as follows: thrombus impella cp with smart assist system. Section: general patient care considerations. Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced a thrombus on the pump that led to removal and escalation to impella 5.5.

Manufacturer narrative:
H6 investigation findings added 3221, h6 investigation conclusion added 4315.